Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited high and unstable thresholds. There was concern because the patient had an atrioventricular node ablation. The presenting rhythm showed intermittent loss of capture. The rv lead was reprogrammed and an emergent lead revision was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.